Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 4atm for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the left anterior descending (lad) artery.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, anatomical characteristics and the record review conducted at the complaint investigation site. Based on the available information it is likely that the reported balloon damage was due to interaction between this device and the patient anatomy with 90% stenosis, moderate calcification and moderate tortuosity.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 4atm for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.